Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient stated he had no readings on his cgm and was unaware that his glucose value was decreasing as he is hypo unaware. The patient was at the hospital for an eye appointment. He had taken candy bars with him in the event his bg decreased. He was waiting in the room and when the doctor entered, the patient was found unresponsive on the floor. He was taken to the emergency department where he experienced a seizure. He was treated with IV dextrose and his bg post-dextrose was 30 mg/dl. The patient's cgm values was not provided. The patient regained consciousness and his g6 started working again. Post event and while in the ed, his bg was 212 mg/dl; however, his cgm displayed 162 mg/dl. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.